Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 07/01/2024, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 07/24/2024. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f12 captures the reportable event of serious injury.

Event description:
It was reported that, post procedure, the implanted tria ureteral stent was caught up with the patient's clothing and the patient had experienced discomfort/pain. The stent was prematurely removed from the patient. No further patient complications were reported.

Event description:
It was reported that, post procedure, the implanted tria ureteral stent was caught up with the patient's clothing and the patient had experienced discomfort/pain. The stent was prematurely removed from the patient. No further patient complications were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f12 captures the reportable event of serious injury.